Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery hook (pch) instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece(s) were not returned with instrument. Size of missing piece(s) was approximately 6.52" x 6.52". The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The probable root cause of the broken monopolar yaw pulley is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Additional unrelated observation(s) not reported by site: the instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire did not show damage. Further, the instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Isi followed up with the initial reporter and obtained the following additional information on 27-jul-2025: the problem occurred during the process of taking the instrument out to replace other equipment. No fragments fell from the device while used within a patient. The patient has not returned to the hospital due to any post-surgical complications.

Event description:
Refer to h11 for follow-up information.